Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged keyboard. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The damaged keypad was identified during visual inspection. The cause of the condition was unable to determined. To correct the condition, the membrane panel was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.